Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter with stylet and balloon protector covered was received for evaluation. During visual analysis a catheter shaft kink near to strain relief and kink in the inflation lumen near to distal tip could be observed. Further complete circumferential break was noted in the glue joint point. No other anomalies were noted. Due to device condition no other functional testing was performed. In the received sample analysis could observed the balloon protector covered which was not removed during the procedure, kink in the catheter shaft and inflation lumen, break in glue joint was noted. Therefore, the investigation was confirmed for the reported difficult to remove packaging material, break and identified kink in the catheter shaft, inflation lumen issues. A definitive root cause for the reported difficult to remove packaging material, break and identified kink in the catheter shaft, inflation lumen issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3, h6(device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the plastic cover on the pta balloon allegedly would not come off the balloon. It was further reported that the tech tried to remove the little cover, and it was stuck on the balloon. Furthermore, when they tried to remove it the balloon allegedly broke free from the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the plastic cover on the pta balloon allegedly would not come off the balloon. It was further reported that the tech tried to remove the little cover and it was stuck on the balloon. Furthermore, when they tried to remove it the balloon allegedly broke free from the catheter. The procedure was completed using another device. There was no patient contact.